Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a representative. The pump was stopped on (B)(6) 2018. No further complication was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: (B)(6) 2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (2 mg/ml, 0.5495 mg/day) for the treatment of spinal pain and failed back surgery syndrome. It was reported that the patient had inflammatory mass(im)/granuloma. Magnetic resonance imaging was performed and the im was already diagnosed. No im related symptom was reported. It was unknown if it was a sudden or gradual change in therapy/symptoms. The pump was programmed to stopped pump mode on (B)(6) 2018. The hcp planned on permanently disable the pump. Pump off password was provided to the hcp on (B)(6) 2018. No further complication was reported.